Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String broke off; tampon [device breakage]. Case narrative: consumer reported via ratings/reviews that the tampon string broke off. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String broke off- tampon [device breakage] case narrative: consumer reported via ratings/reviews that the tampon string broke off. No injury reported.